Event description:
Physician initiated use of recipricating drill on pt's mandible. The drill functioned intermitantly with the use of a foot pedal. During use, drill became hot. White discoloration of right botton lip - approx 2 to 3 centimeters was noted. Drill was immediately removed. Silvadine 1% creme was applied by physician.